Manufacturer narrative:
Siemens has been on site and decontaminated the system. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result for 1 patient that was nonreactive (negative) upon repeat testing. The customer did not report the reactive (positive) result. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2021-00018 was filed on january 7, 2021 and MDR 1219913-2021-00018 supplemental 1 was filed on february 4, 2021. Additional information - february 24, 2021. Using advia centaur xpt sars-cov-2 total (cov2t) lot 709003, non-reproducible reactive results observed. The account's frequency of observed non-reproducible results was not provided. Advia centaur cov2t lot 709003 was reviewed internally for discordant results. Advia centaur cov2t lot 709003 variability and discordant frequency as obtained from siemens remote services data is 1.22% at the time of review as compared to other lots. Siemens' review determined that although non-reproducible false reactive results were observed with multiple kit lots, the lots are performing within claims and a change in performance has not been confirmed. Siemens went onsite and performed a total service call and followed troubleshooting steps. No significant hardware issues were found. No product non-conformance was identified. Customer is operational. No further action is needed. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
MDR 1219913-2021-00018 was filed on january 7, 2021. Additional information - january 11 2021. The following information was provided: there is no further processing of the samples after the initial result. Samples are immediately placed back on the analyzer and retested. Additional information - february 4, 2021. A complete preventative maintenance was completed on the system on january 21, 2021. There have been no further reports made from this site since january 23, 2021. Siemens continues to investigate.